Event description:
A customer reported to baxter (B)(4), a continu-flo solution set in which a separation was observed. According to the report, the distal clearlink luer separated from the tubing. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. The sample was visually inspected and the tubing was found to be disconnected near the luer. Functional testing was not necessary. The reported condition was confirmed. A corrective action was already implemented. The solvent dispenser was standardized during assembly in order to reduce/remove risks of uneven solvent application. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.